Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the epidural tubing failed. It started leaking at the hub on the patient side of the tubing. This is the 3rd reported failure of this lot number." An incomplete date of event of (B)(6) 2018 was provided. The customer stated that they had 3 leaks on different patients during an epidural infusion. One patient coming out of the or did need pain medications given orally which was effective until 2nd IV was infusing. There was no patient harm.

Manufacturer narrative:
Omit this sentence from section on initial report: "one patient coming out of the or did need pain medications given orally which was effective until 2nd IV was infusing."